Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heart start xl+ defibrillator exhibited a paddle issue. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ defibrillator, indicating a paddle issue. Available details indicate that the plastic o-ring from the paddle was missing. In an effort to troubleshoot the reported issue, the fse used the paddles from another device, and the device functioned normally. The customer was informed that repair service could no longer be completed on the unit as the device had reached the end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. The last date of shipment for the heartstart xl+ was october 2017. The end of life is scheduled globally to end 12/31/2022, where the end of support (eos) period will then begin. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported issue was due to defective paddles. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was informed that the device is at the end of its life and replacement parts are no longer available for repair. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.